Manufacturer narrative:
(B)(4). Investigation summary: only the tip portion of a 14 french coude catheter was returned for evaluation. The tip had a small cut with a 1mm flap that was not prone to detaching. The package was not returned and could not be evaluated. The root cause of the cut could not be determined. Manufacturer has reviewed the device history records, quality inspection data, and complaint history for the device. A review of the final inspection report and DHR for this lot indicate no anomalies that would contribute to this event. This document represents our initial and final report.

Event description:
Patient's spouse reported, "my husband has used your 14f coude catheters for over a year, and has been very pleased with them. But he encountered a problem yesterday that you should be aware of. After he inserted a catheter, he felt a painful scratching, and after he finished and removed the catheter, he noticed a sharp barb attached to the top." Patient's spouse reported that there were no complications, and no medical attention was required.